Event description:
Customer reports one incident of blood leak on psn 210 dialyzer. Incident occurred at start of treatment and was noted on blood leak alarm. Blood leak was verified visually in the dialysate and with positive hemastix. Blood was not returned to the patient with an estimated blood loss 250 cc. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per customer.